Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not roll properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not roll properly inside the loader. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.